Event description:
Baxter reported that the spike of a transfer set was broken. The set had been in place for 60 days. There was no pt injury or medical intervention associated with this incident according to the int'l affiliate.